Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.

Event description:
This patient was enrolled in the (B)(6) study: subject was enrolled in the illumenate pivotal trial on (B)(6) 2014. The site reported a right superficial femoral artery dissection grade d during the study procedure. The first balloon was an evercross 6.0x120; one inflation was performed at 6atms for 3 minutes. Then another evercross balloon (6.0x40) was used to overlap the treated segment, and inflation was performed at 6atms for 3 minutes. Balloons were removed. Repeat angiographic pictures revealed evidence of a deep-hole dissection, type d spiraling backwards. A self-expanding stent was placed with 1 balloon inflation. The dissection remained with a small av fistula. The physician inflated a balloon 3 times within the stent. The fistula was resolved. Please reference MDR 2183870-2014-00047 for the second evercross used in this procedure.

Manufacturer narrative:
This [supplemental] MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien plymouth location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.